Event description:
It was reported via repair work order that the headend lift was elevated and would not lower due to malfunction cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.